Event description:
Ufmw received reporting component separation/leakage incident with use of one (1) ch-10 clave IV bag access devices. It was reported that on (B)(6) "nurse was hanging chemotherapy (mitomycin) infusion and a glued cap came off the connector device resulting in a large chemotherapy spill on the floor and IV pump. The device was discarded. The spillage/affected equipment were cleaned per hospital protocols. The involved device was not returned to the manufacturer for analysis and investigation.

Manufacturer narrative:
Record review: a review of the mfg lot database for lot number 2284824 (mfg. Date 05/2011) shows 15,500 units were mfg., tested, inspected, and released. Conclusion: the involved ch-10 clave IV bag access device was not returned to the manufacturer for analysis and confirmation. Cause of the reported incident remain unknown.